Event description:
The customer contacted baxter's technical service center regarding a connection issue that occurred on the homechoice (hc) during use, during dwell. The home patient (hp) was in dwell 3, the hp went to the restroom, and when the hp came back a supply bag was disconnected. There was no alarm and the hp ended therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(6) 2013 and she said that she was not sure how her green bag disconnected that night. She did not notice anything unusual with the supplies. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available.